Event description:
Info received indicated the bed exit will not place call to nurse station from bed. Bed exit alarms locally at the bed.

Manufacturer narrative:
A follow-up report will be sent once the customer discloses their investigation.